Event description:
A ventilator was returned to the manufacturer for service. The device was not in patient use. During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's machine flow sensor was replaced to address the issue. The system board was replaced due to service required codes that would not affect therapy. Additionally, the blower assembly, blower bellows, blower mount, blower chassis plate, blower cap, tubing-fi02, tubing- low flow 02 and tubing- system board, tubing blower chassis, cooling fans, cooling fan retainers and muffler assembly replaced due to contamination.